Manufacturer narrative:
(B)(4) . The device was serviced by a service technician as part of recertification. Visual inspection, functional testing, and battery testing were performed. During visual inspection the power cord was found to be damaged. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.